Event description:
It was reported that the device exhibited a travel course check plunger and clutch issue. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI. One device was returned for evaluation. Visual inspection revealed the top case had a chipped corner and the bottom case had cracks in the middle. There were no events in the event history log. Functional testing was unable to replicate the reported issue. The root cause was determined to be that the position pot was missing a screw. The position pot was screwed back into the correct position. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.